Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument to be returned for failure analysis testing.

Event description:
It was reported that the synchro seal instrument had more tissue sticking during seal/cut cycles compared to the harmonic ace. There was no report of patient injury. Isi followed up with the initial reporter to obtain additional information, however, no further details related to the reported event are known or available.